Manufacturer narrative:
Manufacturer's investigation conclusion: the reported fluid ingress into the heartmate gogear shower bag could not be confirmed through this evaluation as the product was not returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU and patient handbook provide instructions and images for how to properly put on, use, and take off the shower bag. The IFU also instructs not to submerge the shower bag in water. The IFU and patient handbook also instruct the user to periodically inspect the wear and carry accessories for damage or wear. These documents further state that if an accessory appears damaged or worn, do not use it. Contact the manufacturer with questions or to order a replacement, if needed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that while admitted, the patients battery clip got soaked in water while they were showering. Two battery clips were to be returned. The site reported that the products had been used following the manual. The controller did not get wet. The battery had gotten a little bit wet; the product was used after it was wiped and dried.